Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on an unspecified date was 360 mg/dl with polyuria and polydypsia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported that while the patient was in the hospital for cardiac surgery, the battery was removed for more than 24 hours; a healthcare professional incorrectly set the pump¿s time. Reportedly, the basal rate setting was recently changed. Animas customer technical service determined the patient¿s reported cardiac prescriptions may have contributed to the reported health event. This complaint is being reported because a reported use error of the pump could not be ruled out as a contributing factor to the alleged serious health event. There was no allegation or indication of a pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.